Event description:
A 2.4mm ti condylar plate broke post-operative. Plate was implanted for a left foot fracture. Pt was walking and heard a 'pop'. X-rays taken showed the plate fractured. Pt was put in a boot and x-rays since then show the broken bone healing. Plate currently remains in the pt.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Device currently remains in the pt. No investigation could be performed, no conclusion could be drawn as device was not returned. Synthes is unable to determine the manufacture date without a lot number.